Event description:
The patient was undergoing a coil embolization procedure using a pod4. During the procedure, the physician withdrew the pod4 from the patient and the pusher wire became kinked upon re-sheathing. The pod4 was not used in the procedure and disposed of by the staff.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by hospital.